Manufacturer narrative:
(B)(4). G2: australia. H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : other.

Event description:
It was reported patient underwent a revision procedure eleven years post implantation due to unknown reason. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. It was further reported that the articular surface was revised as the patella resurfacing was already taking place, no problem was found with the articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.